Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "recall," "scar tissue that pushes up," capsular contracture baker grade IV, and rupture.

Event description:
Patient reported, left-side "scar tissue that pushes up" and inquired if, "implants included in the recall?" Later, healthcare professional reported, rupture and capsular contracture baker grade IV. The device has been explanted.